Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No low reservoir alarm during testing. Unit had intermittent button response due to flattened(creased)act buttons dome switch. No unexpected numbers ramping and scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.